Event description:
It was reported that the arctic sun device had no cold water. The pump, dc centrifugal, arctic sun, rohs (B)(6) and drain valve 40310500 were replaced. In addition, tube, molded, chiller pump outlet, rohs, (B)(6) was replaced due to damage during disassembly. As per evaluation, the root cause was pump, dc centrifugal, arctic sun, rohs did not work. Other findings drain valve was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no cold water. The pump, dc centrifugal, arctic sun, rohs dy40309200 and drain valve 40310500 were replaced. In addition, tube , molded, chiller pump outlet, rohs, dy40309602 was replaced due to damage during disassembly. As per evaluation the root cause was [pump, dc centrifugal, arctic sun, rohs did not work. Other findings [drain valve was damaged].

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that the device could not produce cold water. The chiller pump was replaced. It was also noted that the drain valves needed to be replaced. The molded chiller pump outlet tube was damaged during service. The drain valves and molded chiller pump outlet tube were replaced. Device passed applicable testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The reported issue was confirmed as it was noted that the device could not produce cold water. The chiller pump was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no cold water. The pump, dc centrifugal, arctic sun, rohs (B)(6) and drain valve (B)(6) were replaced. In addition, tube, molded, chiller pump outlet, rohs, (B)(6) was replaced due to damage during disassembly. As per evaluation, the root cause was pump, dc centrifugal, arctic sun, rohs did not work. Other findings, drain valve was damaged.